Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician decided to open the pocket because he wanted to enlarge the space. The physician believed that device was a little bit protruding. For this reason he preferred to unscrew the leads and extend the pocket. At the end of procedure he screwed the leads and closed the pocket. All electrical values were constant. The physician reactivated tachy therapies. Patient's medical condition was good.

Manufacturer narrative:
Method code (B)(4) was incorrectly added to the record.